Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation. And the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Where the service center confirmed, the customer's complaint. And found a faulty qb (circuit) board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, the faulty qb board led to the phenomenon. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer¿s olympus field service engineer (fse) was dispatched to the user facility to evaluate the device. The fse was informed by the customer, the user facility¿s biomedical engineer team checked the device but was unsuccessful in repairing it. The fse confirmed the customer¿s allegation but was unable to repair the device while onsite. The fse powered on the tower and noticed the monitor was not on the correct selection for serial digital interface (sdi) 1. The fse corrected the monitor setting, which had allowed the color bars to be displayed. The fse then turned off the monitor switch and power cycled the tower. The monitor had displayed a ¿black¿ image instead of color bars. Color bars were displayed again after the fse repeatedly turned off the monitor and power cycled the tower. The fse replaced the power cable, checked all video cables, turned on the monitor power switch and tower. The color bars displayed again after the tower was turned off. The customer was instructed by the fse to leave the monitor switch alone until the monitor is replaced or repaired. The device was returned to olympus for further evaluation and is in process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to the olympus field service engineer (fse), the high definition lcd monitor displayed an intermittent video. There was no report of patient injury associated with this event.